Event description:
Immediately after implant of essure cycle became extremely painful and very heavy, lower back pain every day, sometimes debilitating, joint pain in multiple places, migraines, extremely lethargic daily, depression, worse right before cycles, growth on thyroid, multiple surgeries due to side effects of essure, teeth rotten and crumbling, loss of hair, fevers for no apparent reason which resulted in loss of work and income, mental stress over multitude of medical issues causing duress on my well being to care for not only my children but also disabled mother.